Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurement and also had a loss of capture. The lead perforated and had caused pericardial effusion. A revision was scheduled. No additional adverse patient effects were reported. The lead remains in service. Additional information received. The lead was explanted and was then replaced. No adverse patient effects were reported. The lead will be returned.

Manufacturer narrative:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.